Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the tail end of the web pusher was inserted into the controller, and after adjustment, the controller lights up red. Replaced with a new controller, still displaying a red light, the web cannot be detached. Replaced with a new web and the procedure was completed. The patient was reported to be "fine".

Manufacturer narrative:
Items returned for evaluation: pusher, web implant, introducer, dispenser hoop. Items not returned for evaluation: controller. The web implant was returned still attached to the pusher and within the introducer. The web implant was found to be within visual and dimensional specifications. However, the proximal connector was found broken at the brown lead wire joint. Continuity and resistance testing was unable to be performed due to the condition of the returned device. The heater coil section was dissected to investigate any obstruction that could possibly prevent the implant from detaching, but the heater was found unstretched and did not show signs of activation using a detachment controller. The customer provided one video for review. It shows a pusher being inserted into a web detachment controller; a solid red light is observed when the pusher is fully inserted. The customer-provided video shows the web controller displaying a red light when the pusher is inserted, which is consistent with the alleged product issue. The investigation of the returned web system found a break at the brown lead wire joint, which is consistent with non-detachment; furthermore, no signs of activation using a detachment controller were found on the heater coil. The physical evaluation of the device could not identify the conditions or circumstances that led to the broken connector joint, but the damage is consistent with the device experiencing forces that exceeded the core wire and epoxy's tensile strengths.

Event description:
No new information received.